Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing of noise and had a confirmed fracture. It was also reported that the patient experienced twiddler's syndrome, and the right atrial (ra) lead and rv lead had pulled back and were in knots in the pocket. The ra lead was capped and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.